Manufacturer narrative:
G4: 27sep2019; b4: 30sep2019. The customer troubleshooted with tech support over the phone for this case. The touchscreen assembly was replaced to address the issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. .